Event description:
The customer reported that the spectrum pumps door would not close. The customer reported that there were no pt injuries or adverse events. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter for evaluation. The evaluation determined that the device was displaying "door not fully latched" messages which correspond with the reported symptom and was caused by loose link screw (upper). Adjusting the upper link screw cleared the "door not fully latched" messages. The link screws have been replaced.